Event description:
Follow up information identified that the lead was repositioned and therapy has been restored post-operatively.

Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced undesirable stimulation only in his right abdomen. Surgical intervention may be pending to address this issue.